Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and could not duplicate the reported issue. No issues were identified with the footswitch or charging cord. The system was found to be working as specified. No further occurrences of the issue have been reported. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue where a prior occurrence led to serious injury (tw 1006591), but here the issue could not be duplicated; no issues were identified with the footswitch or charging cord. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch lost connection. The device was in clinical use. The procedure was completed using the wired footswitch. No harm has been reported to philips.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.